Event description:
It was reported by the aci vascular closure specialist that a patient underwent an interventional coronary procedure on (B)(6) 2012. Access was obtained via a 6/7f sheath. Peri-procedure, the patient was anti-coagulated with angiomax. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. The device was prepped and deployed per the IFU. It was reported that during deployment the "device didn't feel right and then the device got hung up". The physician retracted the sheath, sealant and pulled back". The patient was converted to manual compression (duration unknown) at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no reported clinical sequela. No further information is available. The aci vascular closure specialist reported that the device jammed.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1230403) indicated that the device lot met all established performance criteria prior to shipment.